Manufacturer narrative:
Philips service replaced the cable screws, reconnected the pedal, and tested system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that wired pedal disconnected due to broken screws during intervention on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.